Event description:
It was reported that a cartridge alarm occurred twice during pumping, but the specific alarm number and dates were unknown. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address this, the customer used a correction injection via multiple daily injections. After several attempts over three hours, the customer successfully loaded a new cartridge and resumed insulin therapy, resolving the issue without needing assistance from a third party.